Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer's pump alarmed replace battery now. The customer's blood glucose was 14.2 mmol/l. The caller said that she had to change the batteries 3 times. When checking the alarm history, there were three replace battery now alarms present. The caller said that the customer had been hospitalized with low blood glucose and that today the customer had a very high blood glucose of 29 mmol/l. She stated that she had to do a hard battery reset earlier that day. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power graph analysis confirmed low battery, power loss alarms, and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. Pump received with scratched case, missing serial number label, pillowing keypad overlay, and minor scratched lcd window.